Event description:
Caller reported that the battery gauge increased by 10% in a short period of time. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.